Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation of the device, it was observed that the pacemaker exhibited an overestimated battery lifespan. No resolution taken. No patient consequences.